Manufacturer narrative:
The field service engineer (fse) replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that while in use on patient the unit shut off and restarted. No patient harm reported and unit removed from patient without further incident. The unit was not connected to nurse call system at time of incident. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse). The biomedical engineer customer could not duplicate the reported problem and no error codes to note. Both leds on front panel are illuminated and battery is charging, the rse scheduled on site repair. Investigation is ongoing.